Event description:
Clinical trial. It was reported that during a coronary artery drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The index procedure identified and treated one target lesion. Target lesion one was a de novo, severely tortuous, distal circumflex lesion measuring 3.0x20mm with 95% stenosis. Target lesion one was treated with direct stenting using a 3.0x24mm taxus liberte stent resulting in 0% residual stenosis. Severe balloon withdrawal resistance of the taxus liberte stent balloon was reported and resolved without treatment. There were no reported patient complications.

Manufacturer narrative:
A unit has not been returned for review therefore a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this batch found that the device met its material, assembly and product specifications, at the time of release to distribution. The root cause of this event is unknown. Product unavailable for analysis.